Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 483 mg/dl and 60 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. They reported that the customer was low last night and had treated with carbohydrates. They declined troubleshooting for the event. The insulin pump will not be returned for analysis.